Event description:
Country of complaint: (B)(6). A gyn surgeon was using the laparoscopic scissors po004r. There appears to have been a short in the insulation and the patient sustained a small burn to the uterus. The scissor and metal part of the instrument was visible on the screen and the burn occurred approximately 4-5 cm along the insulation tube. The instrument was immediately sent to the sterilizing department where the instrument was tested and passed the insulation test. Patient was ok. The operation took longer than expected as the doctor did not have a scissor and had to use another instrument.

Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2015. Manufacturing site evaluation: investigation of device by manufacturer confirmed the burned area on the scissor. There have been no indications of manufacturing or material defect found. The damage appears to be related to handling.